Event description:
In the process of notifying the patient that their device may be nearing end of service, it was discovered that the patient had passed away. The cause of death is unknown at this time. Further follow-up with the patient's last known physician was unsuccessful in obtaining additional information as the physician indicated that he had previously notified the manufacturer of the patient's death and would therefore not provide further information. The manufacturer has no record of previous notification regarding the patient's death and the physician did not indicate how the manufacturer was previously notified.